Event description:
The patient reported experiencing a blood glucose (bg) of 20 mmol/l with ketones. The patient reportedly corrected using the pump and the patient's bg responded to normal range. The patient reported that the cartridge disconnected three times overnight at the luer connection. The patient reportedly woke up and found that the luer lock was disconnected and the patient's bg was 20 mmol/l. The patient reportedly did not see any sign of structural damage at the cartridge luer lock. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The cartridge was not returned, but a retain sample was evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. The luer connection was secure and did not come loose when attached. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
(B)(4).